Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user presented at the clinic with a csf leak with a history of approximately 10 attacks over the past two years. The parents insisted on device removal due to the recurrent attacks. The user will not be implanted again. The csf leak has been resolved, and the sealing is now completely covered.